Manufacturer narrative:
(B)(4).

Event description:
It was reported that a broken sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2021. The product was evaluated. An external visual inspection was performed and only applicator was received. Analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.